Event description:
It was reported that noise had been observed on the atrial lead across multiple follow-ups. The physician suspected a connection issue. No patient symptoms were reported. As the noise was an ongoing issue, the physician opted to take no issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.